Event description:
It was reported that device entrapment occurred. The target lesion was located in the non-tortuous and non-calcified distal right coronary artery which was 4-6mm in diameter throughout. The opticross hd6 imaging catheter was advanced for ultrasound examination of the target lesion. Pullback mode was used for the entire run with appropriate imaging. When the physician attempted to remove the device from the patient, the device was stuck on the wire. The catheter and wire were removed together and once outside the patient, it was noted that the wire was mangled by the opticross catheter. The procedure was completed successfully with a new wire and there were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the male telescope detached from the sleeve and a kink in the sheath assembly. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. Microscopic inspection revealed the guidewire exit port was damaged (deformed/lifted).

Event description:
It was reported that device entrapment occurred. The target lesion was located in the non-tortuous and non-calcified distal right coronary artery which was 4-6mm in diameter throughout. The opticross hd6 imaging catheter was advanced for ultrasound examination of the target lesion. Pullback mode was used for the entire run with appropriate imaging. When the physician attempted to remove the device from the patient, the device was stuck on the wire. The catheter and wire were removed together and once outside the patient, it was noted that the wire was mangled by the opticross catheter. The procedure was completed successfully with a new wire and there were no patient complications.